Manufacturer narrative:
The medical device manufacturer and manufacturing location for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Expiry date: 07/2024. Device pending return.

Event description:
It was reported that during a recanalization procedure in a left femoral-popliteal artery bypass graft proximal anastomosis and left common femoral artery, the device was allegedly stuck in the end of graft and sheath. It was further reported that surgical intervention was required to remove the device. The patient reported to be stable.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was returned to the manufacturer for evaluation. The helix was broken at 18 cm from the tip of the catheter. Regarding the information provided by the user it is assumed the helix broke and the broken part then got stuck inside the patient. Therefore, the investigation is confirmed for the reported issues. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: d4 (expiry date: 07/2024), g3, h6 (device) . H11: g1, h6 (method, result, conclusion).. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a recanalization procedure in a left femoral-popliteal artery bypass graft proximal anastomosis and left common femoral artery, the device was allegedly stuck in the end of graft and sheath. It was further reported that surgical intervention was required to remove the device. The patient reported to be stable.